Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed and reproduced the reported issue. The fse suggested to replace illuminator module and waiting for customer response. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer encountered error 48245. The procedure was converted to a laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the system was converted due to a system down failure (illuminator module failure). No additional ports were placed, and port incisions were not increased. The reporter confirmed that the patient tolerated the surgery conversion. The system functionality was checked before use, and no errors were found.